Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had big long scratch three to four inch long across the screen and had to tilt the insulin pump at times to see what's on the display. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had cracked at battery compartment and battery life two days. The insulin pump will not be returned for analysis.